Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the malfunction. The cse replace the safety valve, the proportional solenoid valve assembly (psol), and uploaded the current software revision. The unit passed all tests and calibrations, and it was observed to be operating within mfg specs. (B)(4).

Event description:
It was reported by a customer in poland that, an 840 ventilator stopped cycling. There was no pt involvement.